Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was analyzed and the dislodgement allegation was not confirmed. The laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal and visual inspection revealed no abnormalities. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was explanted. No additional adverse patient effects were reported.